Event description:
The patient reported that his infusion device began beeping and displayed "3.00" and "77" on the screen. The pt stated that he inserted a new power pack and the device functioned properly. The pt was aware of the power pack recall but had not changed his power pack. The power pack had been in use for 2-3 weeks. The patient's blood glucose was not affected. The pt did not require assistance from a health care professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.